Manufacturer narrative:
Sc-2218-50 sn: (B)(6)/ sc-2218-50 sn: (B)(6). The returned linear leads were analyzed and states that lead migration, resulting in undesirable changes in stimulation and subsequent reduction in pain relief. System failure, which can occur at any time due to random failure(s) of the components or the battery. These events, which may include device failure, lead breakage, hardware malfunctions, loose connections, electrical shorts or open circuits and lead insulation breaches, can result in ineffective pain control and undesirable stimulation may occur over time due to cellular changes in tissue around the electrodes, changes in electrode position, loose electrical connections and/or lead failure are known risks of implanting a pulse generator as part of a system to deliver scs. With all the available information, boston scientific concludes allegations of lead damage, high impedances, and inadequate stimulation have been confirmed. The investigation confirmed that the cause of the broken cables is due to mechanical stress from possible flexing of the lead at the exit point of the click x anchor. The reported event was confirmed/the reported event was not confirmed. A labelling review found that the reported migration is a known risk of implanting a pulse generator as part of a system to deliver scs. Therefore, this investigation is assigned a probable cause of known inherent risk of device.

Event description:
It was reported that the spinal cord stimulator (scs) leads and anchor were fractured. It was noted that the leads had high impedances and lateral imaging confirmed that the left lead had migrated. Extensive program optimization was performed to achieve better coverage. The patient underwent a revision procedure wherein the leads were replaced, and the anchor was removed. The patient was doing well postoperatively, and the anchor was not returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318. Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads and anchor were fractured. It was noted that the leads had high impedances and lateral imaging confirmed that the left lead had migrated. Extensive program optimization was performed to achieve better coverage. The patient underwent a revision procedure wherein the leads were replaced, and the anchor was removed. The patient was doing well postoperatively, and the anchor was not returned.